Event description:
It was reported that this implantable cardioverter defibrillator (ICD) failed to successfully convert ventricular tachycardia (vt) arrhythmias. This led to a defibrillation threshold (dft) test performed and the physician opted to implant a non boston scientific shocking lead. No additional adverse patient effects were reported. At this time, this device remains in service.